Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one of the medications was linked with benztropine tabs, though it was not in pyxis, it was showing up in epic. A technical support specialist (tss) es worked as designed in this case. Tss confirmed orders that came through with total occurrences set to 1 or a repeat pattern of "once," which effectively completed the order once it was removed a single time. The other timing records or repeat patterns associated with those orders were also recognized, but since the order was completed after the first removal, they didn¿t really matter in this context. Tss explained to customer ¿to edit any order that wasn't created directly on the server manually, an update message needs to be sent to edit any of its parameters. It can't be edited directly from the server¿. The system functioned as intended after the technical support specialist troubleshot the device.